Event description:
It was reported that when using the bd pyxis¿ es server, system user was unable to authenticate and was unable to login. Despite troubleshooting efforts, user continued to receive an "authentication failed" error, impacting patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, a technical support specialist (tss) confirmed that the issue had been resolved by the hospital team after they identified that the service account had been unintentionally disabled and fixed it. The system then functioned as intended and tss closed the case.